Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the head during the revision. No further evaluation of the head could be made with the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip revision approximately 1-year post implantation due to implant deformation and dislocation. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: g7 freedom const e1 lnr 36mm. Item: 010000983. Lot: 7707569. G7 osseoti 3 hole shell 52mm e. Item: 110010244. Lot: 66519883. G7 screw 6.5mm x 30mm. Item: 010000999. Lot: 7656399. H6: proposed component code: mechanical (g04) ¿ head. The customer has indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.